Event description:
During a laparoscopic procedure it was noticed that a piece of half of a black rubber circle (leaflet) was inside the patient's abdominal cavity. It was retrieved. Another 11mm trocar was taken apart and it was identified that the trocar was composed of four half rubber circles. The trocar that was used on the patient was then taken apart and three half rubber circles were identified. The half rubber circle that was retrieved from the patient completed the four. This is part of the 11mm trocar's rubber valves that sits inside of the cap where the piece that has the blade (inner cannula) goes through to make the puncture into the patient and then is withdrawn, leaving the trocar in place.====================== health professional's impression======================they do not know.